Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault", "system fault 36", "system fault 37", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.